Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose level was displayed as "high," a specific value was not provided. The customer changed the infusion set five times without requiring substantial third-party assistance, and cts instructed the caller on corrective actions including disconnecting tubing and delivering a bolus. The customer requested replacements for five infusion sets, which cts agreed to send, but declined further troubleshooting.